Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion code failure observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 15.9-16.4cm from the distal tip. The etfe coating was intact at this location. Reliability laboratory technician reliability laboratory technician st. Jude medical crmd reliability laboratory